Event description:
A us distributor reported that a patient's electrode belt delivers a pulse above the upper limit.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (delivers pulse above upper limit) was isolated an electrical short on parts of the board. The root cause for shorted parts was unable to be identified. There was no adverse event that resulted from the damaged belt.